Event description:
The device was returned due to a downstream occlusion (dso) failure. The results of the investigation found that the device's downstream occlusion (dso) sensor was defective. There was no patient involvement.

Manufacturer narrative:
B3: 2025 was the year of the event but the exact month/day was not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The dso sensor was replaced to fix the issue.